Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had an acetabular revision on (B)(6) 2017. It was also reported that the patient presented with symptoms consistent with infection. Surgeon brought patient back for an I and d with replacement of bearing components. Doi: (B)(6) 2017; dor: (B)(6) 2018 left hip.

Manufacturer narrative:
Product complaint # :(B)(4). This is a duplicate report of 1818910-2018-52603. Report # 1818910-2018-51944 is being retracted as it is a report duplication. Report # 1818910-2018-52603 will be kept for investigation purposes.